Event description:
Customer reported that a pump malfunction occurred, but no notable events led to the malfunction. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.